Event description:
The dealer stated the wheel chair is pulling to the right and then the left motor gearbox is noisy.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: motor and gearbox not able to duplicate issue. Both operated properly during bench test. Passed sciemetrics. Unable to test under load. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: motor and gearbox not able to duplicate issue. Both operated properly during bench test. Passed sciemetrics. Unable to test under load. The dealer stated the wheel chair is pulling to the right and then the left motor gearbox is noisy.